Event description:
It was reported by the hospital that the packaging could not be opened in a sterile manner during surgery.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. He product (only the packaging) has been returned to zimmer biomet for investigation. Reported event: -the event reports that it was identified that the top foam was adhered to the tyvek lid. -this event occurred during surgery. -no further information has been provided. -no harm was reported. Results of product evaluation: a. Complaint confirmed/recreated? -the complaint has been confirmed following review of the returned packaging, which confirmed the foam has adhered to the tyvek lid. B. Device evaluation: visual examination (returned device or photograph) -photographs of the packaging for qtyx1 of item 650-0667 lot 2019030687 were reviewed. The implant was not returned. -visual examination confirms the top foam is adhered to the tyvek lid. C. Dimensional checks: -dimensional checks not required. Issue applies to packaging only. No issue with the implant has been reported. D. Assembly checks: -assembly checks not required. Issue applies to packaging only. No issue with the implant has been reported. E. Functional/material evaluation: -functional/material evaluation not required. Issue applies to packaging only. No issue with the implant has been reported. F. Is the device related to the reported event? -the packaging of the device is directly related to the reported event. G. Is the complaint related to the functional performance of the device? -the complaint is related to the performance of the packaging. H. Root cause: -the correct packaging materials and procedures have been used during the packaging process. The likely cause of the reported event is there was not enough clearance between the top foam and the tyvek lid during the heat sealing process. This causes unintended heat transfers between the top foam and the tyvek lid, resulting in adhesion. -this is a packaging design issue. I. Did the product leave zb conforming? -the likely condition of the device when it left zimmer biomet is non-conforming to specification. J. As investigated code: -imdrf - manufacturing process problem identified - packaging problem identified -packaging materials problem ¿ c160502. K. Cause code: -cause traced to device design ¿ d01. Results of device history record (DHR) review: a. Manufacturing dates. - date of manufacture: 02 april 2019. B. Non-conformances identified: - the device history records for part# 650-0667 and lot# 2019030687 were reviewed for deviations and/or anomalies with no deviations / anomalies identified. C. Raw material/sterile certificate review: -not required. An issue with raw material or sterility is not suspected. Results of implant compatibility review: -implant compatibility review not required. Issue applies to packaging only. No issue with the implant has been reported. Corrective action, preventetive action, field action: -issue evaluation ie-11839 has been raised to further investigate this issue. -health hazard evaluation hhe-2020-00082 has been raised to assess the risk of product which may exhibit the issue in the field. Summary of medical/x-ray records : -medical records or x-rays are not required. Issue applies to packaging only. All information required is captured by the zper form. IFU and/or surgical procedure reference: -IFU: 5401000274 rev b. -the IFU states to check the packaging for damage before use: do not use any component from an opened or damaged package. Complaint history review: part number review. -search criteria: item number 650-0667 and complaint category packaging -complaint description ¿ reviewed for any relating to tyvek lid adhering to top foam. -number identified ¿ 01 complaint was identified, which was the initiating complaint. See attached complaint search. Lot number review: -search criteria: lot number ¿ 2019030687. -complaint description ¿ reviewed for any relating to tyvek lid adhering to top foam. Risk assessment: a) relevant risk management file. -inst 4.4.1.9 input output risk table ¿ sterile device packaging, revision 03. B) relevant line : -5.1.2 ¿ customer cannot deliver product into the sterile field in a controlled manor. The severity score associated with this failure mode is 2* (temporary or reversible impairment (without medical intervention)) with an occurrence score of 1* (<1 in 10000). *when compared with sop 4.4.1 rev 9. Severity assessment: a)severity assessment. -this event occurred during surgery. -no further information has been provided. -no harm was reported. -this gives a severity score of 2*. When compared with sop 4.4.1 rev 9. B)is actual severity in line with the risk file? The severity score is in line with the risk file. Occurrence assessment: a)sales data scope. -date: (B)(6) 2017 to (B)(6) 2020 (most up to date sales data). -item numbers: all units with a packaging configuration that includes foams and a tyvek lid (see sales report for list of item numbers). B) number of items sold: (B)(4). C) complaint history search criteria: -date: (B)(6) 2017 to (B)(6) 2020 (most up to date sales data). -complaint category ¿ packaging. -filters ¿ all complaint categories relating to packaging (not including label or debris). -keywords in complaint description ¿ stuck, stick, fell, ground, foam, shooting, paper, opening, lifted, malfunction, attached, adhered, urethane, foil, difficult, sterile. D) number of complaints identified: -67. E) occurrence ratio: (B)(4). -this gives an occurrence score of 1. When compared with sop 4.4.1 rev 9. Risk score: -s2 x o1 ¿ rpn 2 (negligible*). As determined by sop 4.4.1 rev 9. Risk assessment summary: -the reported event is covered by inst 4.4.1.9 input output risk table ¿ sterile device packaging, revision 03. The severity of the reported event and the calculated occurrence for all similar events in the last 3 years are in line with this risk file. The overall risk score is negligible. Summary: -the event reports that it was identified that that the top foam was adhered to the tyvek lid. This event occurred during surgery. No further information has been provided. No harm was reported. -the complaint has been confirmed following review of the returned packaging, which confirmed the foam has adhered to the tyvek lid. -a review of the device history records did not identify any discrepancies that would have contributed to the reported event. -a complaint history review identified no similar complaints for the same item number. -a complaint history review identified no similar complaints for the same lot number. -the reported event is covered by inst 4.4.1.9 input output risk table ¿ sterile device packaging, revision 03. The severity of the reported event and the calculated occurrence for all similar events in the last 3 years are in line with this risk file. The overall risk score is negligible. - this device is used for treatment. -the reported event is not related to a combination of products; therefore, a compatibility review is not applicable. -the IFU provided with the device states to check the packaging for damage before use -the likely condition of the device when it left zimmer biomet is non-conforming to specification. The correct packaging materials and sealing methods have been used. The likely cause of the reported event is not enough clearance between the top foam and the tyvek lid during the heat sealing process. This causes unintended heat transfers between the top foam and the tyvek lid, resulting in adhesion. The indent in the top foam (which have been caused by compression from the device) further indicate that the space within the blister would have been limited. -issue evaluation ie-11839 has been raised to further investigate this issue. Health hazard evaluation hhe-2020-00082 has been raised to assess the risk of product which may exhibit the issue in the field. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported by the hospital that the packaging could not be opened in a sterile manner.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a supplemental MDR will be submitted. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported by the hospital that the packaging could not be opened in a sterile manner.